Event description:
The customer reported via phone call that the insulin pump had a delivery issue. Customer's blood glucose level after a bolus was 494 mg/dl and three hours later her blood glucose level was 265 mg/dl. She treated her high blood glucose level with a syringe. The customer declined to perform the high pressure test. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.